Manufacturer narrative:
(B)(4). Therefore, a direct product analysis and review of the manufacturing records could not be performed.

Event description:
It was reported to gore that on (B)(6) 2015, a patient underwent the placement of a gore excluder aaa endoprosthesis for an abdominal aortic aneurysm. On (B)(6) 2015, the patient experienced left foot ischemia and underwent left superficial femoral artery to popliteal bypass.

Manufacturer narrative:
UDI#: (B)(4).

Manufacturer narrative:
(B)(4).